Manufacturer narrative:
The investigation determined the root cause of this event is deterioration of system reagent procell ii m. All customers have been provided a workaround procedure to prime the instrument when it is determined that their cobas e 801 module is potentially affected by this issue. They are also instructed to contact roche technical support. A roche field service engineer will perform the procell ii m flowpath decontamination procedure and the procedure should be performed every 4 weeks until your cobas e 801 module is switched to the improved procell ii m formulation. Improved procell ii m is available in the us and roche field service engineers are in the process of converting customers to the new procell ii m.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable low elecsys hcg + beta test system results for multiple patient samples. This medwatch will cover patients 2 through 10. Refer to the medwatch with (B)(6) for patient 1. The erroneous results were reported outside of the laboratory for patients 2 and 3 only. There was no allegation of an adverse event for patients 2 through 10. The reagent lot number was 25920500. The expiration date was requested but was not provided. The qc results on the date of the event were within range. Precision testing was performed. Based on the provided calibration and qc data, general reagent or instrument issues were excluded. The r1 reagent probe was found to be badly damaged and was replaced. Mechanism checks, alignments, and priming were performed. Quality control was performed and was acceptable.

Manufacturer narrative:
The valves on the cobas e801 were changed and no further erroneous results were noted. The customer ran duplicate testing on multiple assays and no issue were found.